Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided; therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2021-01851, 3005168196-2021-01852, 3005168196-2021-01853, 3005168196-2021-01854, 3005168196-2021-01855, 3005168196-2021-01856.

Event description:
The patient was undergoing a coil embolization procedure in the middle cerebral artery (mca) using penumbra smart coils (smart coils) and penumbra smart coil handles (handles). During the procedure, three smart coils would not detach with the three handles and were manually detached. Therefore, the handles were not used for the remainder of the procedure. The procedure was completed using non-penumbra coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was inadvertently missed on the initial MFR report and is being updated on this follow-up #01 MFR report: 3005168196-2021-01857: section d. Box 6. If implanted, give date. This report is associated with MFR report number: 3005168196-2021-01851; 3005168196-2021-01852; 3005168196-2021-01853; 3005168196-2021-01854; 3005168196-2021-01855; 3005168196-2021-01856.